Manufacturer narrative:
As received, reported event for ipg turned off automatically very often was not confirmed. Ipg passed auto test, and a manual impedance check using a test standard patient programmer on each channel in pairs no impedance issues were observed. Stimulation was monitored for 2 hours and did not turn off on its own. The event remains unknown.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was auto-reducing and turned off automatically. The device was explanted and a new device was implanted as a result. There were no complications during the procedure. Patient was stable.